Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer to address the reported event. During inspection, fse found the incubator temperature was set to 37.9 celsius and was adjusted to 37.0 celsius. Fse verified washing, sampling, and substrate delivery and adjusted the liquid level sense for cups and tubes. Fse then performed alignment of the sample nozzle into the cups and tubes and adjusted tube size parameters. Clot detection was verified. Fse then performed precision on the triiodothyroxine (tt3), free triiodothyronine (ft3) precision on patient samples, quality controls (qc), and more precision on patient samples for ft3 and ft4 all with acceptable results. The instrument was performing as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-aug-2017 through aware date 05-sept-2018. There were two (2) similar complaints including this complaint found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Under section 1 basic precautions: reagent handling: for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. Analyte application manual for quality control states the following: evaluation of results; quality control ; in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure : free thyroxine (ft4). For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Free triiodothyronine (ft3). For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft3, the highest concentration of free triiodothyronine measurable is approximately 25.0 pg/ml, and the lowest measurable concentration is 0.5 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 25.0 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 25 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Heparin may cause in vivo effects in free t3 assays. Blood collection for free t3 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. Patients with anti-t3 antibody may also show falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Thyroid stimulating hormone (tsh). For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 [?]iu/ml, and the lowest measurable concentration is 0.03 [?]iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 ]iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 [?]iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values : each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be determined. The discrepant results could not be duplicated.

Event description:
A customer reported that patient samples have been imprecise on the aia-900 instrument. The customer reports that the quality controls (qc) are within specification but the patient samples are having to be repeated. The customer reported that they normally run a panel of tests that include the thyroid stimulating hormone (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) and the results do not match the pattern of expected results for these tests. The ft3 results are all low in one run and then yield different results when they are repeated. The samples are then run a third time to get two matching results. The customer reports that in a span of over two months which occurred 3-4 months ago, they put out 57 corrected reports and another 50 reports were corrected thereafter. Customer states that they do not trust the results of the analyzer. The customer declined to provide further information regarding any additional patient information or actual number of patients impacted. There was no indication of patient intervention or adverse health consequences due to the discrepant thyroid stimulating hormone (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) patient results.